Event description:
The patient reported that he spilled insulin inside the cartridge compartment of his insulin infusion device. He stated his trainer came out yesterday and dried out the compartment and advised him to let the device dry out for 24 hrs. He said the trainer set him up on his backup infusion device and educated him on changing the cartridge. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.